Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. During troubleshooting with tandem technical support, it was confirmed that the cause was due to the customer had intentionally shut the pump down, hence interrupting insulin delivery. The customer addressed bg with a manual injection and continued using the pump for insulin therapy.